Manufacturer narrative:
The date of incident, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Enduser alleges the chair threw her out after she went over a speed hump in the road (was not wearing seat belt). End user went to ER with broken shoulder and facial cuts.